Event description:
Patient called and stated that 5 v-go's failed to adhere to skin after properly cleaning the site. Patient stated that she made sure that she removed the entire adhesive liner before applying the v-go.